Event description:
During initial manufacturing testing, the pump did not sound an audible alarm tone during an alarm condition while on the high volume setting.

Manufacturer narrative:
H10: the device was received. Investigation is not complete. H11: the event that is being reported was noted during manufacturing testing; therefore user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel.